Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen became shattered. Reportedly, the customer was unsure of the cause of the shattered screen. It was reported that an occlusion alarm occurred. Reportedly, the blood glucose meter registered a "high" reading. To address bg level, a correction bolus was delivered. A supply change was performed to resolve the alarm.